Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: during investigation, the cartridge compartment near the threads was damaged. The returned cartridge cap was still able to attach the pump. Unrelated to the original complaint, the battery compartment was found to be cracked on the sides from the threads to the cover. The audio bolus button cover was found to be torn but still fully responsive to user presses.